Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected motor error alarm or excessive no delivery alarm was noted. The motor was tested outside of the device and passed. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was running high. The customer received a motor error alarm when attempting to deliver a bolus. The blood glucose was 350 mg/dl. The customer also reported receiving a no delivery alarm. The customer rewound and primed the insulin pump and then received a motor error alarm. The blood glucose reading at that time was 290 mg/dl. The customer reported that the drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The displacement test and manual prime were successful over the phone with no recurrence of the alarm. The insulin pump alarmed for a button error. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.